Event description:
It was reported that while preparing for a urological stenting treatment procedure the pigtail was torn. The target lesion was in an unspecified location with in the "urinary duct." A percuflex plus stent had been selected to treat the target lesion. When the stent was removed from its packaging, it was noticed that the pigtail was torn. The device did not come into contact with the pt. The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "good."